Event description:
A technician reported that dull blades were noted during multiple procedures. There was no impact to pts. No further info is expected for this case. This is the first of three reports for this facility.

Manufacturer narrative:
A sample has not yet been received; therefore, the condition of the product could not yet be verified. The device history records for the component lot was reviewed. Unrelated processing abnormalities were found during the review. The associated lot was released on (B)(4) 2013 based on the MFR's acceptance criteria. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).